Event description:
Customer reported receiving a button error alarm on the insulin pump as well as a battery out limit. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
The displacement test, operating currents, and off no power test could not be performed due to the unresponsive keypad buttons. The insulin pump had unresponsive act and escape buttons due to moisture damage on the keypad traces. No unexpected button error alarms were noted. No unexpected battery out limit alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.